Event description:
On (B)(6) 2009 - optibite biopsy forcep was used to do biopsy in the stomach. Egd was performed, pt is diabetic and has hypertension. Pt was taking nicetipine, plavix and aspirin. Plavix had been discontinued for 5 days prior to the procedure. Pt had gastric resection 40 years prior to the egd in question. Pathology from this biopsy has been requested. On (B)(6) 2009 - biopsy was performed in 5 separate areas of esophagus and stomach. Later that evening after the procedure, the pt passed out due to blood loss. When a repeat egd was performed, the pt was found to have active bleeding from the biopsy sites. On (B)(6) 2009 - dr (B)(6) comments: tissue tends to stick to the jaws and is sometimes quite difficult to extricate into the pathology bottle (requiring use of a needle to pick the tissue off). I believe a pt suffered an adverse reaction as a result of these forceps. This pt had a life-threatening gi bleed from the biopsy site(s) - my first such complication in over 5000 egds done.